Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited oversensing, noise and high thresholds. A lead replacement was attempted but stenosis prevented the introducer from getting past the superior vena cava (svc). The physician ultimately left the existing lead in place. The lead was programmed to unipolar. No patient complications have been reported as a result of this event.